Event description:
A rotator cuff repair was completed successfully in 2002. Patient did well initially. Three months post-op the patient had increasing pain, then later sharp pain with movement. A second operation 7 months later to evaluate found that the mitek cufftack anchor had backed out. The surgeon removed the cufftack and patient was immediately free of pain, and the cuff was repaired.